Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after a diagnostic catherization procedure through a 6f sheath size, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. The physician is trained in the use of the perclose proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that all of the device components were normal with no indication of a product quality deficiency that would contribute to the reported posterior needle-to-cuff miss. The posterior cuff remained loaded in the posterior foot pocket and the link remained attached to the swage-end of the posterior cuff. Based on the findings, the posterior needle tip missed the posterior cuff, which confirmed the reported product experience. The link was pulled from the swage-end of the anterior cuff, which was a direct result of the posterior needle-to-cuff miss. Because the posterior cuff remained in the posterior foot pocket, it caused the link to pull out from the swage-end of the anterior cuff during needle plunger removal. The needle plunger and anterior cuff were not returned with the device. There was no needle strike mark on the posterior portion of the foot. During the testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported experience. There does not appear to be any indication of a lot specific product quality deficiency. The most probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. To assure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.